Event description:
During coil embolization of a secular posterior communicating aneurysm, the surgeon noted the deltapaq - cerecyte microcoil (cdf10015430/ c17541) had stretched during positioning of the first coil. The device was removed from the non-codman microcatheter and the procedure was completed with another device. There were no patient adverse events. It was reported that there had been no resistance between the coil and microcatheter and a continuous flush had been maintained through the microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal microcatheter. A one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to positioning. No additional information was provided.

Manufacturer narrative:
Complaint conclusion: during coil embolization of a saccular posterior communicating aneurysm, the surgeon noted the deltapaq - cerecyte microcoil (cdf10015430/ c17541) had stretched during positioning of the first coil. The device was removed from the non-codman microcatheter and the procedure was completed with another device. There were no patient adverse events. It was reported that there had been no resistance between the coil and microcatheter and a continuous flush had been maintained through the microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal microcatheter. A one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to positioning. No additional information was provided. The distal section of the coil; except for the first secondary winding off the ball tip and the last 5 secondary windings, have been stretched. The most likely contributing factor to the coil becoming stretched may have occurred during repositioning when the coil became temporarily anchored on itself or on the distal section of the microcatheter. When the temporarily anchored coil is retracted for repositioning inside the aneurysm the coil can become stretched. It was further stated that a one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to positioning. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching was confirmed through product analysis. The root cause could not be conclusively determined; however, there were procedural/handling factors that are addressed in the IFU that may have contributed to the complaint. There was no evidence of a design or manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). Device returned for analysis; however, the analysis has not yet been completed. Information about concomitant medications, gender, height and weight were not provided. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.